Event description:
It was reported that this implantable lead was explanted due system infection. No additional adverse patient effects were reported.

Event description:
It was reported that this lead with the rest of the system were explanted due system infection and sepsis. No additional adverse patient effects were reported. System remained in hospital possession.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field b2: outcomes attrib to adv event.